Manufacturer narrative:
(B)(4). The valve was patent and passed siphon and reflux testing. The device did not meet the requirements for leak testing due to a tear in the top of the delta chamber. It is unk how or when this damage occurred. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. It also was out of spec for pressure-flow testing at performance level 0.5, 20.4 ml/hr @ -50 cm. All other pressure-flow and preimplantation testing were within specs. A review of the mfg records showed no anomalies. No impact to pt reported. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was never used with a pt, however, it failed preimplantation testing.